Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when in use, the filter draws in air." No patient injury or consequence reported; the current patient's status is reported as "fine." No medical intervention required. 4 units involved. Associated mdrs:8040412-2026-00065, 8040412-2026-00062, 8040412-2026-00061.